Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) male patient required placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter as a right sided nephrostomy tube for urinary drainage. The catheter was placed without resistance and was in place for 48 hours filtering in small quantities. The operator reported that 48 hours after the placement of the catheter, it needed to be replaced due discovering a leak at the "distal threads" of the mac-loc. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation- evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from the device lot leaked at the threads between the hub and cap. Further communication with the user facility clarified that the device leaked two days after a right nephrostomy was performed. The device was replaced with a different catheter. Cook became aware of this event on 19dec2019 upon being notified by bemel logistics / advanced. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed.sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was reviewed. The DHR for final lot and related subassembly's showed no related nonconformances. A database search revealed no other complaints from this lot at time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no returned product for evaluation and results of the investigation, it was concluded that a manufacturing and quality control deficiency potentially contributed to this incident. . A CAPA was previously opened to address this issue and concluded that the main root cause was manufacturing-related. Though the complaint device was not returned and thus cannot be confirmed to be manufactured out of specification, it is possible that a manufacturing deficiency contributed to this event based on previous investigations. Appropriate measures have been conducted to address this failure mode, including corrective actions including implementation of a gap gauge and retraining of personnel were performed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.